Manufacturer narrative:
On (B)(6) 2021, mentor became aware that the reported product information in the initial report belonged to another patient and complaint file. The suspect medical device remains to be an unknown mentor gel implant for this patient and complaint. Since no lot number was provided, no manufacturing record evaluation review could be performed. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On february 8, 2022, mentor received additional information about the event. The suspect medical device was not manufactured by mentor. Mentor became aware that the suspect medical device was manufactured by mcghan. Since this record is related to a non-mentor product; there are neither deficiencies alleged nor patient injuries related to mentor products. Therefore no further investigation is required. As a result, we are closing this investigation.

Manufacturer narrative:
Future date of explantation: (B)(6) 2022. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: material rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old caucasian female patient, who's undergone primary breast augmentation with a 500cc mentor memorygel breast implant on the right breast, suffered right breast implant rupture, post-procedure. The rupture was diagnosed via physical examination. As a result, the patient has been scheduled for implant explantation surgery on (B)(6) 2022.